Manufacturer narrative:
The event occurred on (B)(6) 2016. (B)(4).

Event description:
Customer reported that the v60 unit has a battery failure and the unit is only two months old. Reportedly, the unit did alarm when the event occurred. Customer reported there was no patient involvement.

Manufacturer narrative:
Updated .